Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited loss of capture. Fluoroscopy was performed and confirmed the had dislodged. The lead was explanted and replaced. The patient was in stable condition post operation.